Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There were no adverse events, no patient injury and no confirmed deficiency against the device performance specs that would be likely to cause or contribute to a serious injury. (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There were no adverse events, no patient injury and no confirmed deficiency against the device performance specs that would be likely to cause or contribute to a serious injury.

Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a lens of the same length and implanted vertically. The problem was resolved. Cause of the event is unknown.